Event description:
Dr tapped in anchor, pulled back and 1 arc broke. The 2nd anchor was opened and had the same lot number, so the doctor opened new anchors with different lot numbers and they worked fine.